Event description:
It was reported that the patient had been feeling dizzy and nauseous and felt they blacked out in bed. The patient had low hemoglobin and was admitted for symptomatic anemia. They were being assessed for a possible gastrointestinal (gi) bleed. A gi bleed was confirmed through a capsule study. The patient received blood products and as of (B)(6) 2022 no bleeding was present.

Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.